Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer's blood glucose value was 66 mg/dl. Customer stated that when refilling the reservoir insulin did not allow to rewind and just stopped. Customer stated they were stuck in rewind. Customer stated insulin pump had battery out limit. The insulin pump will not be returned for analysis.